Event description:
It was reported that patient enrolled in the sagb registry had a band leakage.the surgeon that that a chronic leakage of the band with porosity was identified. The band was removed and another band was placed without any patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable, device not returned for analysis.

Manufacturer narrative:
(B)(4).